Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ abscess: unable to observe. As per the investigation procedure, deformation and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported a left side abscess. The device has been explanted and replaced.

Event description:
Healthcare provider reported a left side abscess. The device has been explanted.

Manufacturer narrative:
The event of "abscess" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: abscess.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 09/10/2024.

Event description:
Healthcare provider reported a left side abscess. The device has been explanted and replaced.